Event description:
It was reported that the patient experienced soreness at the implantable neurostimulator (ins) and pain in her right leg, whether the device was on or off. Impedances measurements were within normal range. The patient desired to have the stimulation up higher in their back. The patient was effectively reprogrammed. The patient continued to experience leg pain follow up information indicated that the patient had the ins and extension replaced with a non-rechargeable ins model due to pain at the ins site and that they disliked recharging the device. The patient was able to get the same coverage for their pain with the new implant. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
Product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, - product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer; product ID 3708320, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011, product type extension; product ID 3587a, lot # lb0561, product type lead; product ID 3550-09, product type accessory. Analysis results of neurostimulator model 37711, serial # (B)(4) and the returned boot accessory model 3550-09 part showed no anomalies.